Event description:
It was reported that following completion of the initial implant the right atrial (ra) lead post operatively dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.